Manufacturer narrative:
The customer¿s report of an infusion of insulin which was stopped because the bag was empty, which resulted in a delay of a surgery was not confirmed or replicated. The pcu event log confirmed an infusion of drug ID 270 (insulin) was initiated on 24feb2019 at 5:55 pm. The infusion was stopped when the pump module was channeled off at 10:39 pm. The pcu event log could not determine if the IV bag was empty. Testing performed on the source pump module s/n (B)(4) found the pump delivering IV fluids in specification. The used administration set was not returned for the investigation and could not be tested. The root cause of the reported ¿an infusion of insulin was stopped because the bag was empty later on¿ resulted in a delay of a surgery was not identified.

Event description:
It was reported that the "insulin infusion was stopped at 22:40 on 2/24 because the bag was empty later on." The infusion was stopped prior to surgery and resulted in delay of surgery. Although requested, no additional information has been provided.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported the "insulin infusion was stopped at 22:40 on (B)(6) because the bag was empty later on." The infusion was stopped prior to surgery and resulted in delay of surgery.